Event description:
It was reported that a technician attempted right common femoral arteriotomy closure after a coronary artery stenting procedure. The patient reportedly had been highly anticoagulated due to a mechanical heart valve and had an international normalized ratio (inr) of 3.4. The proglide device was inserted over the wire through a 6fr sheath. The suture was successfully deployed; however, the technician tried three times to place the knot using the knot pusher but no hemostasis was noted. The suture was cut, using a suture trimmer. Manual compression was held and a femostop was applied to achieve hemostasis. After transfer to the intensive care unit the patient began experiencing abdominal pain, hypotension, a drop in oxygen saturations and bradycardia. CT scan revealed retroperitoneal bleeding. The patient was taken to surgery; however, during the surgery the patient developed disseminated intravascular coagulation and died. The technician is reported to be trained in the use of the proglide device. Additionally, femoral access was reported to have been a double wall stick. Femoral angiogram showed the access site to be high in the common femoral artery; however, below the inferior epigastric artery (iea). Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). A thorough analysis on the product could not be performed because it was not returned for investigation. Without the product to examine, no determination can be made as to any factors that may have contributed the reported event. Difficulty in positioning the knot can be caused by a number of factors including manufacturing, user technique with knot advancement, and patient anatomy. Each of these was considered. With respect to manufacturing, the reported information states that the suture was successfully deployed; however, no hemostasis was noted when attempting to secure the knot with the knot pusher. This indicates that the device went through all the steps of full deployment. The device lot number was not reported; therefore, a review of specific lot manufacturing records could not be performed. However, samples from each lot are taken for functional testing, where they must meet established acceptance criteria, which includes knot placement, prior to lot release, with respect to the patient anatomy, a review of the case information did not identify any specific anatomical conditions (obesity, scar tissue, etc.), which could contribute to knot advancement to the artery. With respect to user technique, a review of the case information did not identify any information specific to user technique such as placing too much, or insufficient tension on the rail suture, which could interfere with knot placement. However, it was reported that during the initial femoral artery access for the interventional procedure, a double wall stick occurred indicating the needle passed through the posterior arterial wall. As noted in the proglide instructions for use it is stated under the warnings section, do not use the perclose proglide smc system if the puncture is through the posterior wall or if there are multiple punctures, since such punctures may result in a retroperitoneal hematoma. Additionally, the precautions section states, use a single wall puncture technique. Do not puncture the posterior wall of the artery. Avoid posterior wall suture placement. The proglide device will deliver suture to close only the single anterior arterial puncture site that was used for the interventional procedure. It is possible that hemostasis was not achieved due bleeding from the reported back wall stick. Additionally, the patient was reported to be extremely anticoagulated which could have contributed to continued bleeding. This is supported by the elevated inr, the development of disseminated intravascular coagulopathy, and the reported additional use of manual compression and a femostop at the arteriotomy site as stated in the case information. As the device was discarded by the account, the product was not returned for analysis, which may have assisted in the investigation. Manufacturing deficiencies, patient anatomy, and user technique were considered; however, a conclusive cause cannot be determined for the reported lack of hemostasis and three attempts to place the knot using the knot pusher. A query of the complaint handling database could not be performed because the lot number of the device was not provided. Without a lot number, we can only rely on product test criteria, which is destructive testing of samples from each lot. Samples from each lot are taken for functional testing, where they must meet established acceptance criteria prior to lot release.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified. A follow-up report will be submitted with all additional relevant information. (B)(4) - (access site to be high in the common femoral artery but below the inferior epigastric artery (iea) and double wall stick, not a single wall stick).